Event description:
The customer reported a failure to power up. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to power up. There was no pt involvement. The device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed. The fse replaced the power supply and the battery to resolve the issue. The device then passed all required testing and remains at the customer site for use. We are unable to determine the cause of the reported symptom as multiple parts were replaced.